Event description:
Procedure type: laparoscopic surgery. According to the reporter: there was no report of pieces falling into the cavity or impacting the patient. The piece was retrieved. There was no report of operating time or incision were not extended as a result. No pt injury was reported. No add'l info available.

Manufacturer narrative:
(B)(4).